Event description:
It was reported, that the patient died. A 2.75 x 20 synergy drug-eluting stent was advanced, but failed to cross the lesion. The procedure was completed with a non-bsc balloon catheter to get into the undeployed stent, and inflate it. However, after the procedure, the patient died. It was further reported, that the stent was dislodged from its balloon. The dislodged stent could not be snared, so the stent was deployed using the non-bsc balloon catheter.

Manufacturer narrative:
(B5) describe event or problem: updated. (D6) implant date: updated. (F10 and h6) device codes: updated.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc balloon catheter to get into the undeployed stent and inflate it. However, after the procedure, the patient died.